Manufacturer narrative:
Additional narrative: UDI: unknown part number, all 3 attempts to obtain product were unsuccessful, UDI unavailable. This complaint was generated from literature review for health authority reporting purposes. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the pms identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: waschke et al., cement augmented-anterior odontoid screw fixation for osteoporotic type ii odontoid fractures in elderly patients: prospective evaluation of 11 patients. Eur spine j (2016) 25:115¿121. Cement leakage.